Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Prior to inserting a ruby coil into the patient, the physician noticed the pusher wire was bent. The ruby coil was discarded and the procedure continued using new ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.